Event description:
It was reported that the procedure was to treat the left popliteal artery. A non-abbott balloon was advanced over the ht command es guide wire when resistance was noted between the devices. The balloon and guide wire were stuck together; therefore, the devices were removed as one unit. The procedure was completed with another unspecified balloon and guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to advance and difficult to remove could not be conformed due to the conditions of the devices and are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the guide wire was damaged during insertion and advancement. When the catheter was advanced the damage to the guidewire likely increased the od interfering with the ID of the catheter causing the difficult to advance which locked the two units together leading to the difficult to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.